Event description:
It was reported to medtronic neurosurgery that the delta chamber had flow issues. According to the report there was no injury to the patient and the patient is in good condition.

Manufacturer narrative:
The delta chamber met requirements for leak testing. However, the device did not meet requirements for siphon or pressure flow testing. There was proteinaceous and crystalline debris found in the interior and exterior of the delta chamber. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. A review of the manufacturing records was not possible as not lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).